Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2018; 690r34 heart ring, implanted: (B)(6) 2016; 638bl36 heart band, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted there was no left ventricular (lv) lead capture after the reset. Follow up indicated the device was re-evaluated. There were no issues with the device function and the lv lead function was fine. No re-programming was done. The lv lead remains in use. No patient complications have been reported as a result of this event.